Event description:
The patient's right coronary artery (rca) was completely occluded. The lesion was dilated with a 2.0 x 20mm balloon. There was no flow. While a 1.5 x 20mm ninja balloon was being placed in the rca a contrast injection in the wire canal confirmed that the wire was correctly placed in the distal vessel lumen. As 10 atm of pressure were applied via the inflator the ninja balloon was being pulled back, however, a hole in the balloon shaft approximately 7 cm from the hub was noticed. A finger was put on the hole because the contrast was being flushed out in a thin jet and at the same time it "was hard to keep the 10 atm on the balloon." The pressure of the balloon was held at 2atm and the product was removed without the wire being moved or displaced. The rca was then stented with a 3.0 x 28mm cypher with good results.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.